Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The rv lead impedance as greater than 3000 ohms, there was oversensing and the threshold was above 3 volts. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).